Event description:
It was reported that the patient underwent a posterior cervical/thoracic fusion at c2-t4 to treat a spinal tumor. It was reported that the locking mechanism on the connector would not advance to lock onto the rod. Removal of the connector and replacing would have extended the procedure time. In the surgeons opinion the additional time would have caused unacceptable blood loss and outweighed the inability to tighten the connector to rod. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.